Event description:
It was reported that pump displayed malfunction code and customer initially could not continue troubleshooting because charging pad and wall adapter were not available, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer later called back, technical support guided customer through pump reset, malfunction code did not recur, customer was advised to continue using pump and to call back if any malfunction appeared again, and caller acknowledged instructions.